Event description:
Event details: the site/user was noted to have reported via email, as follows: "hello, I am the covid safety officer at lookingglass theater in (B)(6). We're currently noticing a large number of false positives, and I am wondering if it may have something to do with the current batch of ihealth kits we're using. I have also noted that several tubes in the current batch have been so low on liquid they have been able to be used. Gtin (01): 20856362005894, lot no. (10): 211co21215, serial no. (21): 04, use by (17): 2022-06-14"

Manufacturer narrative:
1 initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown 2 ihealth has determined lot number: 211co21215 a counterfeit product; therefore, customer/user must have acquired a potential/probable counterfeited products, causing the erroneous test results obtained. 3 customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. 4 to date, there was no information to indicate if the user/patient had actually received any form of reimbursement and/or refunds associated with the "suspected" counterfeit products. 5 test to the production batch of product retention samples (lot:211co21215) , the test was pass.